Event description:
A patient called to report the adverse events she experienced after she was treated by a mona lisa touch device for vaginal dystrophy. The reporter said since she is a breast cancer survivor, she is not able to take hormone treatment, so her doctor ordered a series of 3 laser treatments for her vaginal dryness. She said after she had the first treatment, she was experiencing continual burning, pain, incontinence, a need to go to the bathroom immediately and also said her urethra became sensitive. The reporter said she did not have all these problems before the treatment. She said her treating doctor referred her to another doctor, but she was told her problem is not related to the device.